Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report of defib charging error was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device activity logs did not show any evidence of a charge being canceled. There was no fault found with the device. The customer's report of pads not recognized was observed during review of the device data logs. However, the device was put through extensive functional testing without duplicating the report. An internal inspection found no discrepancies. The defib receptacle and multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib charging error" message and did not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.